Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8380ec was received for investigation. Visual inspection concluded without the observance of any breakage across the device. No problem found.

Event description:
(B)(6) 2021, it was reported by a distributor via sems that an ar-8380ec end cutter head of the blade fell apart. This was discovered during a arthroscopy meniscectomy procedure on (B)(4) 2021. Surgeon switched devices and was able to complete case without further issues.